Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition with real label missing. Customer's complaint of wrong cassette and device will not run was verified. The event log shows the wrong cassette error occurred. Service found fluid ingression upon opening the pump for service. Service replaced the downstream occlusion sensor. The problem source is the fluid ingression caused by the user.

Event description:
It was reported that the device "did not recognize" a tpn administration set when it was attached. It was not reported whether this prevented infusion from starting or interrupted an infusion that was running. No known adverse effects to patient.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 10037 was verified. The event log shows the error code 10037 and service clock battery message. Service replaced the motor to solve the issue. The problem source is the motor.